Manufacturer narrative:
The failure investigation has been completed and the alleged wake button and malfunction issues were verified. Based on the analysis, the alleged high blood glucose issue could not be verified.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause for high bg was unknown. Customer delivered a correction bolus via the pump to address bg. Customer reverted to an alternate method of insulin therapy.